Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of the cassette, the pump exhibited a "no disposable, clamp tubing" alarm. It was reported that the residual volume was 24.4, the rate was 0.3 and the amount given was 5.95. No adverse patient effects were reported. Per reporter no additional information is available at this time.